Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis, the aforementioned pacemaker was interrogated and the pacemakers memory content was analyzed indicating no abnormalities. The remaining service time of the battery was still 85%. The pacemaker was visually inspected revealing no anomalies. In particular the header of the device was investigated. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The sensing functionality of the pacemaker proved to be flawless. The pacing functionality was not present, confirming the clinical complaint. As the memory content did not show any abnormalities, the analysis continued with different programming attempts, which were unsuccessful to resume pacing. Prior to the begin of a destructive hardware analysis, an internal reset of the pacemaker was initiated. After reset, the pacemaker was re-tested, showing that the pacemaker was now fully capable to deliver appropriate bradycardia therapy. Furthermore, a review of the memory content did not show any peculiarity. Therefore, the pacemaker was opened and subjected to further analysis. In particular visual inspection of the electronic module showed no anomalies especially at the area of the battery pads as well as the pacing pads. The battery voltage measurement showed an almost fully charged battery. No indication of a hardware issue was noted. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In conclusion, the therapeutic functionality was thoroughly inspected during analysis. Confirming the clinical observation, several provocation maneuvers were performed without success. The root cause was not determinable, however, after an internal reset of the pacemaker the device proved to be fully functional. Please note that up to date, this specific clinical observation represents an absolute singular event which was never seen before. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This device was explanted and replaced due to loss of capture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Interim report: the pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis, the aforementioned pacemaker was interrogated and the pacemakers memory content was analyzed indicating no abnormalities. The remaining service time of the battery was still 85%. The pacemaker was visually inspected revealing no anomalies. In particular the header of the device was investigated. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The sensing functionality of the pacemaker proved to be flawless. The pacing functionality was not present, confirming the clinical complaint. As the memory content did not show any abnormalities, the analysis continued with different programming attempts, which were unsuccessful to resume pacing. Prior to the begin of a destructive hardware analysis, an internal reset of the pacemaker was initiated. After reset, the pacemaker was re-tested, showing that the pacemaker was now fully capable to deliver appropriate bradycardia therapy. Furthermore, a review of the memory content did not show any peculiarity. Therefore a long-term test and a destructive analysis of the pacemaker was initiated which is currently ongoing. This report will be updated as soon as the analysis of the pacemaker has been completed.